Event description:
Vascular closure device was deployed post heart cath. Balloon on device would not deflate during deployment. Physician used a needle to puncture throught the skin to burst the balloon. Device then removed from patient without injury. Heart cath puncture site manually held for 30 minutes. Patient able to be discharged same day.